Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. The serial number is unknown.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump that powered down. This event occurred during patient use, between infusion. There was no report of patient injury, adverse event or medical intervention associated with this report. The device software version is currently unknown. No additional information is available.